Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the emergency room with chest pain and fatigue. Ultrasound performed on (B)(6) 2019 revealed a cardiac tamponade due to perforation by the right ventricular lead. The physician performed a pericardiocentesis and a drain was placed in the patient. Upon interrogation, the right ventricular lead exhibited high capture thresholds, reduced r-wave amplitudes, and reduced impedance. The physician noted that the patient's heart was tilted, which made lead placement difficult. The physician repositioned the lead on (B)(6) 2019. The patient was in stable condition.